Manufacturer narrative:
Additional information was received that there is no further course of action at this time.

Event description:
A report was received that the newly implanted patient could not link the charger to the ipg. The patient will undergo a pocket revision.

Manufacturer narrative:
.

Event description:
A report was received that the newly implanted patient could not link the charger to the ipg. The patient will undergo a pocket revision.